Manufacturer narrative:
Age/date of birth is an approximation based on information communicated to us. (B)(4).

Event description:
It was reported that a revision surgery is warranted due to insert disassociation.